Event description:
The account alleged there was no audible alarm when the bed exit alarmed. No pt impact.

Manufacturer narrative:
The technician found the piezo alarm on the power control module was not working. The technician replaced the power control module to resolve the issue.